Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was in use and the service representative was not able to evaluate the system. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that intermittently, the left (live) monitor blanks out, the collimator iris closes and the system powers off uncommanded. No pt injury was reported.